Manufacturer narrative:
(B)(4): the customer evaluated the device with assistance from philips technical support. It was determined that the power pca needed to be replaced. The customer replaced the power pca to resolve the issue. The device remains at the customer site.

Event description:
The customer reported that the device is displaying an error code 1. There was no patient involvement.